Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation using a metriq irrigation tubing set the tubing was discolored. Upon opening the package with the tubing they noticed there was a substance inside of the tubing. Near the point where the tubing would connect to the pump. They replaced the tubing set and were able to complete the procedure with no patient complications. The tubing is not expected to be returned as it was discarded by the facility.